Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 66. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 66 was confirmed during product evaluation. The root cause of the reported problem was determined to be supply voltage of cpu (central processing unit) circuitry is too high. Appropriate action was taken to correct the reported problem by turning off and turning on flogard unit.